Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.